Event description:
It was reported that the patient underwent an explant procedure of the superion implant device due to the need for a fusion. It was stated that there was no device malfunction. There was no patient complication post operatively.